Event description:
It was reported that the pt presented with capsular fibrosis 3 months post implant, which was treated with a yag on (B)(6) 2015. Subsequently, a lens tilt was noted approximately 5 months post implant and the pt reportedly noticed decrease in vision. According to the surgeon, the tilt from capsular contraction syndrome (ccs) was the likely cause of the event. The surgeon was to determine a treatment plan. This report references the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.